Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer woke up and the insulin pump had a blank display. Customer's mother attempted to resolve issue by replacing the battery and display did not return. Customer's blood glucose was 291 mg/dl. The device did not have signs of physical damage. The device was not dropped, bumped, or exposed to moisture. Customer reported the battery cap, battery compartment, or springs were not missing, damaged nor corroded. Customer inserted a new battery and display did not return. Customer was advised to clean battery contacts, inserted battery, and display did not return. Customer's mother was advised to discontinue use of the device and revert to back up plan. Customer's mother stated the spring came out when she was cleaning it, cleaned it, inserted the spring and a battery, and display returned. Blood glucose of 0.5mmol/l was also reported. No further info reported.